Event description:
It was reported that when the doctor was implanting the intraocular lens, he noticed that the patient had a capsular tear. It was stated that the lens was replaced with an anterior chamber lens, and the patient is reported to be doing well. No patient injury was reported.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was received cut in two parts and the parts were glued on each other. The lens parts were inspected at (B)(4) microscope magnification. Visual inspection revealed that the lens pieces received had what appeared to be viscoelastic residue, and surface residuals (fiber/particles). The lens condition is consistent with a lens that was removed from the patient¿s eye. A manufacturing record review was performed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction specifications. All test results showed a pass condition. The documentation shows that the production order (p/o) was manufactured according to specifications. No issues were reported during the manufacturing process of this p/o. The documentation shows that the production order was manufactured according to specifications. The product met product release criteria. All pertinent information available to abbott medical optics has been submitted.